Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed internal leakage test during pre-use check. The nozzle unit in the o2 gas module was found defective. After replacement of the nozzle unit, the ventilator functioned properly and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No logs were provided and the replaced nozzle unit was not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer' ref.#: (B)(4).

Event description:
It was reported tht the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).